Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Device data has been sent to boston scientific technical services for review. The pacemaker remains in service and no adverse patient effects were reported.